Manufacturer narrative:
(B)(4). Investigation summary the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed two conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the clips in the el5ml were not aligned while firing. They appeared to become twisted when applying. Surgery was delayed two minutes and was completed with another el5ml. No fragments were generated and there were no patient consequences. No other medical intervention was required.